Event description:
Boston scientific crm received info that this 4136 lead had increased thresholds one day following the implant procedure. The physician repositioned the lead and normal threshold measurements were obtained. No adverse pt effects were reported during this clinical observation. Implant, explant and event dates were not made available.